Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: competitor¿s devices (details unknown), microcatheter (details unknown), detachment control box (details unknown), connecting cable (details unknown).

Event description:
The patient had pcom. The surgeon positioned the 1st coil cashmere 14 cerecyte microcoil 4 mm x 6 cm (crc14040630/c13679) and began to detach. The coil failed to detach and so the surgeon withdrew the wire and noted the coil had not stretched yet. The surgeon tried many times but still failed. Finally the surgeon had to remove the coil and change to competitor¿s devices to complete. No adverse event on the patient.

Manufacturer narrative:
The patient had pcom. The surgeon positioned the 1st coil cashmere 14 cerecyte microcoil 4 mm x 6 cm (crc14040630/c13679) and began to detach. The coil failed to detach and so the surgeon withdrew the wire and noted the coil had not stretched yet. The surgeon tried many times but still failed. Finally the surgeon had to remove the coil and change to competitor¿s devices to complete. No adverse event on the patient. Based on the information, the event was not confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.